Event description:
On 03/15/2000, the facility's cath lab supervisor informed the MFR's (MFR.) Sales representative of the following: the device had to be removed 36 hours after implant due to an infection that was verified by positive blood cultures. The physician requested research due to the extreme infection in such a short time. No further details were provided.